Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was feeling pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted, replaced and relocated to the other side. Postoperatively, the pain has resolved.